Manufacturer narrative:
The implicated sample was not received to date for investigation. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformance, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A nurse reported a hemodialysis (hd) patient was dialyzing using a 2008t hd machine generated a blood leak alarm approximately 10 minutes after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 400. The leak was noted as being an external blood leak from the arterial connection side, and leaked onto the clinic floor. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was less than 100cc. The nurse stated a blood leak test was used after the incident to check for the presence of blood in the dialysate; the test strip returned a positive result. The nurse stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient dialyzed 3 times a week and had been on hd since (B)(6) 2010. The patient was able to complete treatment with new supplies on another machine.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported a hemodialysis (hd) patient was dialyzing using a 2008t hd machine generated a blood leak alarm approximately 10 minutes after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 400. The leak was noted as being an external blood leak from the arterial connection side, and leaked onto the clinic floor. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was less than 100 cc. The nurse stated a blood leak test was used after the incident to check for the presence of blood in the dialysate; the test strip returned a positive result. The nurse stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient dialyzed 3 times a week and had been on hd since (B)(6) 2010. The patient was able to complete treatment with new supplies on another machine.